Event description:
E.t. Underwent cervical stabilization surgery in 2004 for a one level construct at c5/c6. A one level trinica cervical plate was implanted and held into place with four (4) 14mm trinica variable angle-screws. The surgeon in this case used a trinica bone tap to create an entry path into the vertebral body (c5) when the tip of the bone tap broke off inside the vertebral body. The surgeon did not use the drill guide during the tapping process, which is recommended in teh surgical technique. The broken piece was not removed; however the physician was able to drive a screw in that location. As of 8 days later this has been no report of pt discomfort/pain/problem as a result of the surgery.